Event description:
During the procedure, the physician was unable to cannulate the contralateral limb. Although the pt had relatively good anatomy, the formation of clots was noted in the vessel and appeared to inhibit the contralateral limb from opening. It was determined to convert the procedure to an aortouni-iliac configuration. Converter was deployed without any complication. Final angiogram noted a successful exclusion of the aneurysm.